Event description:
It was reported that they were unable to aspirate the fluid on (B)(6) 2011. The results were the cerebrospinal fluid was yellow tinged. The patient did not experience any signs or symptoms. The pump was eri/eos. The pump was replaced on (B)(6) 2011 due to end of battery life. It was noted that the pump was explanted due to prophylactic removal to avoid in-vivo battery depletion. A rotor study and dye study were not performed. It was noted there was no injury. The patient outcome was noted as resolved without sequelae on (B)(6) 2011. The drugs in the pump were morphine and lioresal.

Manufacturer narrative:
Catheter model 8731, lot# unk, serial# (B)(4), implanted: 2004 (B)(6), explanted: unk. Final analysis of the pump revealed no anomaly found.